Manufacturer narrative:
System checks performed two times in 2007 were within specifications. Qc passed within specifications. Based on available information, the 1st sample was collected in a pediatric tube. The customer stated the patient was a very difficult draw and that sample quality may have been compromised. Per customer, all elevated accu tni results are repeated, but the physician made the decision to transfer the patient without repeat results. When a customer technical service (cts) contacted the customer they were getting vacuum under limits and probe wash device failure errors. A field service engineer conducted troubleshooting over the phone and customer performed vacuum testing and flushing the vacuum pump. The vacuum test did not meet specifications and the fse was dispatched to the customer's lab: the fse performed hardware verification and ran diagnostic testing which passed, but vacuum errors were noted. The fse found split per-pump tubing and replaced. The fse verified the instrument per established procedures and results met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 1.59ng/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample for accu tni and the repeated result was flagged and "no value" was reported. Approximately 2 hours later, a new sample (plasma) was collected from the patient and tested for accu tni; the result was 0.04ng/ml. The customer collected a 3rd sample (serum) from the patient and accu tni result was 0.03ng/ml. The sample was retested with the same result. Based on available information, the patient was life flighted to a catheterization lab. However, it is unknown if the patient underwent the catheterization procedure. The customer did not receive any report of patient injury or death attributed or connected with this event.